Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced scrotal erosion with an inflatable penile prosthesis (ipp) pump. A surgical intervention was performed in which the existing ipp was removed and a new spectra penile prosthesis (spp) was implanted. There were no device malfunctions associated with the explanted ipp and the patient fully recovered following the intervention.